Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between february 21, 2024 and february 23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggests possible no flow - non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a small volume folfusor. The issue was described as, "balloon had not reduced in size". The device contained fluorouracil 3700mg in 115ml of sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.